Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod. Symptoms reported include nausea and vomiting. The patient was treated with IV(intravenous) fluids and insulin injections. The patient was released six days later. The pod was worn when seeking medical attention but was removed at the hospital.